Event description:
Elderly male had prostatectomy using the davinci robotic surgery equipment. Returned to hospital on three times with hemoperitoneum. Coded in bathroom 27 days postoperatively and died.